Event description:
The neuro sicu nurse reported the device was placed and the sensor numbers originally ran positive. Then the numbers dropped below zero-25. The sensor was placed in 2004 and removed on the following day. A MRI scan was taken on day the sensor was being discontinued which did not signify a negative intracranial pressure.